Manufacturer narrative:
H11: patient city:(B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states on 22-january-2024, it was reported by the patient that he was hospitalized greater than 24 hours due to hypoglycemia and diabetic coma. Low blood glucose level was 10 mg/dl. No further information was available.